Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue was caused by a depleted battery. The device was tested with a test battery and was able to power on with no discrepancies. The root cause of the depleted battery could not be established. The customer was provided with a warranty replacement device.

Event description:
The customer contacted stryker to report that their device would not power on.there was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.